Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During preventative maintenance (pm) procedure, insertion friction test failed for universal surgical manipulator (usm) having symptoms of sluggish response. The usm was replaced. The system was verified and ready to use. Based on field evaluation, the reported event was confirmed.

Event description:
It was reported that during a da vinci-assisted diagnostic laparoscopy surgical procedure, the customer experienced issues with the universal surgical manipulator 4 (usm4). The customer stated that they completed the procedure using the remaining usms. The intuitive technical service engineer (tse) reviewed the system logs and confirmed 25730 errors related to the issue. The tse advised the customer to hard power cycle the patient side cart (psc). The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that they had checked the system functionality upon powering on the system and found no errors. The customer reported that the surgeon did discontinue the usm and completed the procedure robotically.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the universal surgical manipulators (usms 3 and 4) on patient side cart (psc) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical inc., (isi) did receive the usms involved with this complaint to perform failure analysis. The usm3 was tested on an in-house system in normal mode where it triggered no errors. Unit was also tested on a psc fixture test platform (pftp) where it failed the insertion friction speed low test. Unit passed all other required tests thereafter. During investigation, some of the ground straps started to get out of place and were tangled. The carriage seemed stiff while it went up and down at the insertion axis. The rolling loop fiber assembly, insertion ball screw, input gear, top housing bearing, and bottom housing bearings were replaced as a fix. The usm4 was analyzed and it found to have a rolling-loop ground strap that had come out, thus, causing friction. The unit was tested on an in house system in normal mode and on a pftp where the rolling-loop was being noted as misaligned. Therefore, it was replaced as a fix.

Event description:
Refer to h11 for follow-up information.